Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09he3, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient received assistance from their hcp or manufacturer representative and their concerns were resolved.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their hcp or manufacturer representative. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that in the past year the patient had 4 bladder infections and had swelling. The patient didn¿t currently have a follow-up health care provider (hcp).